Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block and they noticed that the tubing connector after two days and experienced high blood gluocse. The customer stated that the insulin exit tubing. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit but insulin pump again alarmed insulin flow block. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged high blood glucose on event date september 09, 2021. Passed active current measurement, sleep current measurement, self test, rewind, seating, basic occlusion test, occlusion test, forcdevicee sensor test, displacement test and p-cap locks properly into the reservoir compartment. Device passed delivery accuracy test at 0.08735 inches. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high blood glucose. Insulin pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on the motor and force sensor. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case and damaged display window cover. No unexpected alarms/alert/anomalies noted during testing, unable to verify high blood glucose. Moisture damage noted on the force sensor and the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.